Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure in the stomach.according to the complainant, the needle from the injection gold probe device came out of the side of the sheath. This occurred during preparation, and was never used in the patient. A second injection gold probe device was used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the device returned with the needle protruding from the catheter. Functionally, when the handle was actuated, the needle protruded from the catheter; however, the needle retracted normally. Further analysis of the device revealed that the guiding tube was detached from the tip. No fracture to the hypotube was observed. The condition of the returned incident device was consistent with the reported event that the needle protruded from the catheter. The evaluation attributed this condition to the detachment of the guiding tube. Therefore, the most probable root cause is manufacturing. An investigation was performed to address the needle protrusion issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure in the stomach. According to the complainant, the needle from the injection gold probe device came out of the side of the sheath. This occurred during preparation, and was never used in the patient. A second injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.